Event description:
It was reported that the patient presented tot he clinic due to patient notifier alert. The atrial lead exhibited noise and low out of range lead impedance. The lead remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter: external.